Event description:
It was reported to lifecell that a (B)(6) female pt underwent a delayed breast reconstruction post mastectomy with tissue expander and alloderm rtu on (B)(6) 2013. Three weeks post-op, the pt developed a wound infection. The culture grew morganella. The pt was also reported as having an infected seroma. Both the tissue expander and alloderm rtu were explanted (date of explant not reported). The pt is reported as "doing fine" and the surgeon reported that he is unsure about the relationship between the infection and the alloderm rtu and tissue expander.

Manufacturer narrative:
Lifecell internal investigation into complaint related lot b53646r included the following: review of donor records resulted in no remarkable findings with no evidence of systemic infection. Review of microbiological test result for incoming skin (B)(4) with a confirmation of no organisms identified in the culture. Final microbiological cultures are not performed as alloderm rtu is a terminally sterilized product. Dose audits for sterilization were acceptable and the lot received acceptable dose of radiation for sterilization. Review of lot processing records for lot b53646r resulted in no remarkable findings including no nonconformances or deviations related to the complaint revealed during lot processing review. Per processing records, the complaint related lot b53646r met qc release criteria. There were no other complaints reported to lifecell for lot b53646r as per query of lifecell complaint management database. (B)(4). Review of environment monitoring (em) records revealed that the areas relevant to the production of lot b53646r were within a state of control during the week before through the week after processing and that no em excursion was encountered in the relevant processing areas that could affect quality. As per lifecell communication with trp, the donor was a skin only donor with no other processors. Based on our internal investigation into lot b53646r (no complaint reported for the reported lot, results of microbiological test for incoming skin, acceptable dose audits. Donor records review, environmental monitoring review and nosocomial nature of the organism reported) and info reported our investigation concluded that the event is unlikely related to the alloderm rtu. Note date of event is an approximation.